Manufacturer narrative:
Corrected data: g1, h5. H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.

Event description:
It was reported that a yukon polyaxial screw fractured intra-operatively and that the fractured screw shank remains implanted in the patient. The procedure was completed successfully with no surgical delay and no adverse consequences to the patient.